Event description:
It was reported that on (B)(6) 2024 the patient experienced sustained ventricular arrhythmia requiring cardioversion, defibrillation, and medication adjustment. The arrhythmia was not considered to be device related and thought to be due to the patient's underlying disease. The patient was admitted to the hospital at this time. On (B)(6) 2024 an intractable hematoma was found after pacemaker battery replacement. The hematoma was not considered left ventricular assist device (lvad) related but rather the hematoma was thought to be related to the pacemaker. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. A is currently available. The IFU lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the administration of bayasprin was discontinued, and on (B)(6) 2025, the hematoma was removed, and the device was refixed below the pectoralis major muscle surgically. The patient's condition was noted to remain stable, and the patient was continuing to wait for a heart transplant.

Event description:
It was reported that on (B)(6) 2024 the patient experienced sustained ventricular tachycardia requiring cardioversion, defibrillation, and medication adjustment. The patient was asymptomatic. It was later reported that the patient had a pre lvad history of atrioventricular block, resulting in the implantation of pacemaker, in (B)(6) 2000. The patient also sustained a prior arrhythmia in 2012, and was implanted with a cardiac resynchronization therapy with a defibrillator device(crt-d) in 2013. An atrial flutter was observed in 2024, and cardiac ablation was performed. On (B)(6) 2024 the patient was implanted with the lvad. The arrhythmia was thought to have no relation to the lvad.